Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent implant, protective sheath and stylet were returned for evaluation. The reported stent dislodgement was confirmed. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the 4.0 x 23 mm multilink 8, the protective sheath was removed without resistance felt; however, it was noted that the stent was stuck to the protective sheath. There was no patient involvement. Another multilink 8 was used to successfully complete the procedure. There was no clinically significant delay reported. There was no additional information provided.